Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient who indicated their most bothersome symptom was nighttime voids that they did not void the night before the call (which was the start date of their trial) even thought they had the urge to go and that it was painful when they held their bladder. The patient noted they adjusted their stimulation on their own from 0.3 to 0.4 but the stimulation was too much and so they turned it back down to a comfortable level. On (B)(6) 2018 the patient reported a wire was out. On that same day the patient reported their wire was completely out. There were no further complications reported/anticipated.